Event description:
An rf 3000 115v generator was being used for therapeutic ablation of the liver on an unk date. A percutaneous approach was used with a 5cm probe. Dr stated that the procedure was successful following the recommended protocol. Upon completion of the case, it was discoverd that the patient had suffered a 2nd degree burn on the thigh the size of the grounding pad. Silvidine cream was used as follow up intervention for 10 days with a complete recovery.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failue analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.